Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece gets hot and there was an unknown system message displayed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported system message displayed¿ was confirmed (via event log). The company service representative did not mention replicating a ¿hot handpiece issue.¿ the handpiece was returned for evaluation. The handpiece was manufactured on june 30, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece failed tuning when system message (sm) displayed. When connected to a resistance test box, a short circuit was seen from the high electrode to ground. Disassembling the handpiece revealed a damaged electrode in the electrode chamber. The data shows no lines of failed tuning after a total of 138 tunes. Since the handpiece was unable to tune, the handpiece was unable to perform the burn-in test, the reported event of the handpiece getting hot was not able to be confirmed. The root cause of the reported ¿handpiece displaying a system message¿ can be attributed to a damaged electrode in the electrode chamber. However, how or when the electrode became damaged remains inconclusive. Based on the information obtained, the root cause of the reported ¿handpiece getting hot¿ cannot be determined conclusively. (B)(4).

Event description:
Additional information has been received from the nurse. The surgeon noticed that handpiece got hot during the surgical procedure. There was no system message displayed. There was no patient or surgeon impairment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).